Event description:
It was reported that the customer request assistance with programming the insulin pump. The customer's blood glucose level was 174 mg/dl. The customer was assisted with programming. The customer's mother programmed everything properly and ended up pulling the sensor out due to not having the insulin pump. The customer was advised that we will send one sensor out as a courtesy.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.